Manufacturer narrative:
The event was initially assessed as non-reportable based on the complaint evaluation process in place at the time. Following system redevelopment, the event was re-evaluated and determined to be reportable. This submission is being made outside the 30-day timeframe and may be considered late, as the reportability determination occurred after the original awareness date. Procedures have been updated to support more timely identification going forward.

Event description:
It was reported that the ilet delivered alert 38 indicating a motor stall after a supply change, with the user attaching the cartridge to the connector outside of the device; a dry run and full supply change were performed, delivery was resumed, and replacement supplies were provided, with the device using prefilled cartridges and a steel infusion set. Symptoms included hyperglycemia with a reported blood glucose of 249 mg/dl. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical jam associated with the motor component, with an assembly problem identified and user education provided on the correct order of attaching supplies. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency.